Manufacturer narrative:
H3, h6: the device, used in treatment, was returned for evaluation. A visual inspection was performed and confirmed the offset impactor tip is damaged. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of complaint history for the listed part revealed prior complaints for this part number. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. As plastics are vulnerable and crack may have initiated during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that after thr procedure, the r3 offset impactor tip was noticed to be cracked. The procedure was completed using a the same device, without surgical delay and no injury to the patient.